Manufacturer narrative:
[(B)(4)].

Event description:
It was reported that the subject ICD showed alternating battery measurements between 2.6v on (B)(6) 2016 and (B)(6) 2017 and 2.9v on (B)(6) 2016 and (B)(6) 2017. Preliminary analysis could not confirm the reported behavior.

Event description:
It was reported that the subject ICD showed alternating battery measurements between 2.6v on (B)(6) 2016 and (B)(6) 2017 and 2.9v on (B)(6) 2016 and (B)(6) 2017. Preliminary analysis could not confirm the reported behavior.